Manufacturer narrative:
Follow-up #1 date of submission 08/25/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/03/2016 with the following findings: a review of the black box data showed a call service 064 and 078 alarm. The alarms were duplicated during testing. The pump cover was opened and internal moisture damage was found near the motor flex connector. Unrelated to the complaint, the battery compartment was cracked and the audio bolus button cover was torn.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.